Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer attempted to load another cartridge and the alarm occurred again. Customer's blood glucose level was 256mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.